Event description:
Per the clinic, the patient experienced skin overgrowth and developed an infection around the abutment site which was treated with both topical antibiotics and steroids (date and duration not reported). However, the issue did not resolve. The patient underwent connect to attract conversion under general anaesthetic.